Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to it being removed at "another time". A revision surgery was performed in which a new aus system was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence due to erosion of cuff on urethra leading to the explant procedure. There were no device malfunctions associated with the explanted aus. No more information available at the moment. Should additional information become available, it will be provided.